Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient said they had a sudden return of bladder symptoms yesterday where they would take a sip of something and then immediately have to go (urinate). The patient said the device had been helping with the symptoms; they had it put in to them with until yesterday. The patient said they had wanted to check their interstim settings, but they had not been able to get the communicator to connect with their implant. The patient said the screen had been asking for a serial number. During call smart programmer was powered on from an off status, and the patient was able to enter the therapy app like normal. Therapy was on. The patient didn't feel any stimulation, and stimulation was increased to where they felt it comfortably. The patient will maintain stimulation and monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they have not contacted their health care provider (hcp) . Patient stated cause of their sudden return of symptoms was most likely due to medication - bladder infection and thrush at the same time. To resolve the issue patient increased the device. It was reported that the issue was resolved.